Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock impedance was 103 ohms. The clinic was able to reproduce the noise with the patient doin isometrics and twisting motions. The system was programmed off but remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock impedance was 103 ohms. The clinic was able to reproduce the noise with the patient doing isometrics and twisting motions. The system was programmed off but remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock impedance was (B)(4) ohms. The clinic was able to reproduce the noise with the patient doin isometrics and twisting motions. The system was programmed off but remains implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection showed a crack in the notch area next to sense b electrode. This crack extended into the insulation but not to the conductors. This type of damage has been deemed a design issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.